Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID failed to detect fingerprints and indicated that maintenance was required. None of the users were able to log in using bioid. When attempting password login, users repeatedly received a "witness not recognized" error message. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was not showing in device manager. A field service engineer updated the drivers which resolved the issue. The system functioned as intended after the field service engineer repaired the device.